Event description:
It was reported that there was t-wave oversensing. The lead was replaced. Further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". It also alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." No further patient complications have been reported as a result of this event.